Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 as lvp 20d dehp 3ss cv had defective tubing before use. The following was reported by the initial reporter: "it was reported that tubing broke right below the 2nd port site when the packaging was opened. Event description per attached email states: I have 2 sets of defective tubing to report. "

Manufacturer narrative:
H.6. Investigation: one sample of infusion set model 2426-0500 was submitted for quality evaluation. The customer complaint that the tubing broke right below the 2nd port site was clarified to the tubing separated at the outlet port of the y-site by visual investigation. Separation of the tubing was verified based on physical investigation of the samples received. Measurement of the tubing outer diameter and the y-site body outlet opening inner diameter indicated that the dimensions are within the required specifications, however there is an insufficient amount of adhesive seen on the tubing. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. The root cause analysis indicates that the lack of adhesive is due to an issue with the manufacturing and assembly of the infusion set.

Event description:
It was reported that 2 as lvp 20d dehp 3ss cv had defective tubing before use. The following was reported by the initial reporter: "it was reported that tubing broke right below the 2nd port site when the packaging was opened. Event description per attached email states: I have 2 sets of defective tubing to report. "